Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti tachycardia pacing due to an atrial originated arrhythmia. Technical services was consulted and explained that this occurred because an atrial under sensed beat, led the algorithm to classify the rhythm as ventricular tachycardia, which triggered therapy. Ts provided programming recommendations. No additional adverse patient effects were reported. This device remains in service.